Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Additional product code: htz. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the device broke during a veterinary procedure while bending a unilock plate which is normal use. There was no prolongation of the surgery. The surgeon had another device available to use. There was no human patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing evaluation reports, the device returned for inspection with the curved handle is broken off. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The fracture area is homogenous which indicates material conformity. Based on the received information the exact root cause is undetermined. The breakage is possibly indicative of a mechanical overloading situation during usage. The complaint relevant dimensions could not be checked due to the damage conditions. No product fault could be detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.